Event description:
It was reported the patient attended lh for treatment. PICC was measuring longer than when inserted, it was xrayed and confirmed to be too short internally. Patient stated that the district nurse experienced difficulty flushing the PICC line on the tuesday (B)(6) 2022. The line was removed.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refy1412 showed no other similar product complaint(s) from this lot number.